Event description:
It was reported that the patient was admitted to the hospital due to not feeling well. Noise was noted on the atrial egm (electrogram). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).